Manufacturer narrative:
The replaced speaker assembly was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech verified that there was no repeat of any alarms when the returned speaker assembly was installed into the pil test device. Additionally, the pil technician verified that the speaker did emit a distinct audible alarm during an induced alarm condition and that the speaker passed all resistance testing of the voice coil and associated wires of the speaker. The pil tech's investigation concluded that there was no problem found, and that the speaker operated as designed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a "check vent: primary alarm failed" alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. An authorized service provider (asp) evaluated the device and found a primary alarm failed alarm diagnostic code in the device's diagnostic report (drpt). The speaker assembly was replaced as a preventative measure to resolve the primary alarm issue. Following the part replacement the asp completed a comprehensive inspection, cleaning, running test, and functional test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).